Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a pairing issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On approximately (B)(6) 2025, the patient was unable to pair her cgm device on multiple devices and was receiving a ¿pairing taking too long¿ alert. The patient was wearing a tandem insulin pump. After she was unable to pair her cgm device, she laid down to take a nap. While sleeping the patient lost consciousness. When the patient¿s husband returned home, he found the patient unconscious and unresponsive. 911 was called. Once emergency medical services (ems) arrived, a bg meter test was taken but the specific value could not be recalled. The patient was treated with an oral glucose gel. The patient could not recall any further details about this event. The patient was ¿fine¿ at the time of report. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Event description:
Data was provided for investigation. Data is visible, no pairing failure or taking too long is visible on 07/04/2025, the allegation is undetermined since the patient is dual display. The probable cause could not be determined via product.

Manufacturer narrative:
(B)(4).